Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during a total laparoscopic hysterectomy, the subject device broke inside the patient on seal & cut mode. The broken tip was retrieved from the patient. It is unknown how the device was retrieved. There was no delay reported. The patient was under general anesthesia for approximately two (2) hours. The procedure was completed with a similar device. The subject device was inspected prior to the procedure and no abnormalities identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the probe came into contact with other surgical instruments, or a non-insulated area. Hard tissue, a metal object or a surgical instrument was likely in contact with the probe during the output activation in seal & cut mode causing the scratches on the probe. In addition, while the grasping section was grasping tissue, this applied a force to the scratched area of the grasping section, causing this area to have cracks. This force applied to the probe likely caused it to break. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes information added to e3, g2 and h3. Also, correction to b5: additional of information inadvertently left out of the initial report. The information has been added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a hiq instrument was used to retrieve the broken probe tip from the patient.